Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (belt communication issues) was confirmed. Per 91c0011, the cause for add gel messages was due to defective belt node to therapy electrode assembly. The root cause for the issues was the defective bn to te assembly. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing belt communication issues.